Event description:
The patient, at 40 weeks, desired pain management. The anesthesiologist started an epidural catheter with no complications. The patient had a continuous pcea infusion of 0.1% bupivicaine with fentanyl 2 mcg/ml started at 12 cc/hr. The pump was set with the standard settings (12/hr, 10 ml bolus, 20 minute lock out, 32 max/hr and volume at 95 ml.) Approximately four and a half hours later, the pump alarmed that it was almost empty. A new bag was hung seven minutes later, and the volumes were reviewed: 12/hr, 1 bolus given, total infused 91.41 and remaining 3.58 ml. Nurse measured the volume, and it was over 30 cc (overflowed a med cup). The patient would have received 12/hr for 4 1/2 hrs plus 10 cc bolus = 64 cc, and not the expected 91.41 cc. The pump was not calculating volume, but delivered correct volume. This did not cause any distress/no uncontrolled pain/no change in vital signs to the patient. The pump was removed from service and sent to uhs. The tubing was cut to measure the narcotic and the tubing and narcotic were disposed of per the hospital's protocol.